Event description:
During surgery the extractor pin broke off while the doctor was trying to remove a magic pin out. The doctor used a vice grips (or similar instrument) instead of the extractor, however, when he attempted to remove one of the pins with the vice grips, the pin broke/sheared off. The doctor reported that he was able to gather all broken pieces except the piece inside the bone. The doctor successfully completed the surgery.